Event description:
Reportedly, on (B)(6) 2025, it is difficult to interrogate devices with the cpr4 head (even with changing usb port).

Manufacturer narrative:
Analysis of the returned subject device permit to reproduce the reported event. The cpr4 head does not work, unless the usb connector is manually held in a specific position. In this case, communication with implant is restored. The reported event is caused by a component failure associated with the usb connector. The most probable hypothesis is that an unintentional user error contributed to this hardware failure. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, it is difficult to interrogate devices with the cpr4 head (even with changing usb port).

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.